Manufacturer narrative:
Date sent: 09/02/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the senior registrar fired the device but there was no crunch. The device was squeezed and a consultant surgeon brought in to help. The device was removed and there was significant bleeding. This required a lone star and suture repair. The pt was being kept in overnight. Additional info has been requested.